Manufacturer narrative:
Block e1 initial reporter phone: (B)(6) block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were elevator marks on the shaft of the catheter. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed: upon plugging the device into the controller, it displayed a live, clear image. No problems were identified with the image. A functional assessment of accessory passability was performed: the device was placed in an articulation fixture with no problems noted. Both a 0.035" and 0.025" guidewire were backloaded through the device with no problems noted. The reported event was not confirmed. Product analysis was unable to replicate any problems with accessory passability. Multiple sized guidewires could be passed forwards and backwards through the device. It is likely that handling of the devices through anatomy was a contributor to the reported event. A review of the risk documentation confirms that the failure is not a new or unanticipated event with specification on working channel dimensions and the breakout component, and therefore it is unlikely an issue with the design of the device. A device history record (DHR) confirms the device met all manufacturing specifications, and therefore there is unlikely an issue related to manufacturing. Based on all gathered information, the investigation concluded that the most probable root cause of this complaint is adeverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the ductus hepaticus during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on july 14, 2021. During the procedure, extreme resistance was felt when a guidewire was advanced through the scope in the duct. The scope was then removed from the duct in front of the papilla so that it could be straightened. However, the guidewire was still unable to advance. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the ductus hepaticus during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, extreme resistance was felt when a guidewire was advanced through the scope in the duct. The scope was then removed from the duct in front of the papilla so that it could be straightened. However, the guidewire was still unable to advance. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.